Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported by the patient's spouse that the patient had inaccurate readings. The wearable was inserted at home and was still on a warmup when the patient and the spouse went to the clinic for a scheduled appointment. When the patient arrived at the clinic, the first reading was showing urgent low (patient reported having no symptoms at this time). The doctor could not find a bg meter during the visit, so no comparison was taken. The patient was provided with 2 gatorades, 2 packets of peanut butter. Some crackers and dextrose IV. When the patient's cgm reading did not change after the patient consumed the foods provided by the doctor, the spouse decided to go home to grab a bg meter to check. When the spouse arrived back at the doctors office, the reading from cgm was 50 mgdl and the bg was 310 mgdl. The doctor did not provide any medication and advised the patient to change the wearable. The patient stayed for 2 hours at the doctors and was sent home. The patient was feeling ok during the call. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the doctor's clinic, that patient's blood sugar were compared and it was reported to fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect impact code - overdose.